Manufacturer narrative:
Internal investigation was conducted. However, raw data and the isolate were not submitted by the customer for evaluation. Review of the customer's lab report indicates two (2) atypical reactions for an identification of acinetobacter ursingii (agltp & proa). Without the isolate or raw data, it is not possible to further evaluate the atypical reactions. In addition, without testing the isolate via separate reference method (e.g. Sequencing), it is not possible to determine if the vitek® 2 gn ID result is correct, or if the brukerms ID result is correct. The customer provided no additional information regarding confirmation testing via reference method. Review of the qc batch records indicates gn ID lot 241339040 passed all initial qc performance testing. This lot performed in accordance with specifications. Since only the lab report was submitted, no further review of this occurrence is possible.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
A customer in the (B)(6) reported the vitek 2 gram-negative (gn) ID test kit ((B)(4)) misidentified an (B)(6). The customer processed a tracheal aspirate isolate using the vitek 2 gn ID ((B)(4), lot 241339040, expiry 26mar2016) and received a result of (B)(6). The isolate was sent to a reference lab and was tested using bruker ms; the result was (B)(6). The vitek 2 result was not reported to the physician; customer claims a delay of unknown length in providing the reference lab result. Biomerieux has requested submittal of patient isolate for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Internal biomerieux investigation will be initiated.